Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate pain relief due to wire fracture. X-ray confirmed that the leads migrated. The patient will undergo a lead replacement procedure. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg will be replaced per patient's preference and will be having a fusion. No device malfunction was suspected and no immediate course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.